Manufacturer narrative:
One osseotite implant was received for investigation. Visual inspection of the as returned product identified damaged external threads platform and collar. Additionally, there was presence of dried bone around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization records. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report: (B)(4). 0001038806-2019-00980, 0001038806-2019-00985 and 0001038806-2019-00986 have also been submitted. The following information is unknown at the time of this report: device manufacture date? Unknown. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the dr. Indicated that patient had aggressive periimplantitis the implant was removed. There was no report of patient injury.